Event description:
Health professional reported 6 days after injection in the cheeks with two syringes of juvederm voluma xc, the pt experienced pain and "swelling and induration at the injection site". The same day as symptom occurrence, the pt self-treated with benadryl and was also seen by the injecting healthcare professional, who prescribed a medrol dosepak. Approximately two weeks later, the pt returned to the office and was treated with keflex. The following day, the pt reported "discharge" at the injection site and returned to the office, at which point the healthcare professional "drained material from the right cheek abscess". The healthcare professional saw the pt three days later and stated that the pt "looked good", but symptoms were not fully resolved.

Manufacturer narrative:
Medwatch sent to FDA on: 10/10/2014. Further info from the reporter regarding event, product, or pt details has been requested. No additional ino is available at this time. The events of abscess, discharge, induration, swelling and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.